Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(4) 2018. It was stated that the previously reported information had been confirmed with the physician.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that telemetry confirmed a motor stall. The patient experienced increased chronic pain. Surgical intervention was planned for a pump explant on (B)(6) 2018. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. Patient status was alive with injury. Medical history was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-mar-22. It was reported that the pump was explanted on the day of the report. It was noted that the surgery was done without a manufacturer's representative present, and the pump was discarded, so it is not available to be returned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver fentanyl [1000 mcg/ml] at 200 mcg/day and clonidine [30 mcg/ml] at 6 mcg/day, indicated for non-malignant pain. It was reported that an active motor stall was seen at initial interrogation; the pump status and/or event log report showed that a motor stall occurred on (B)(6) 2018. The patient had not recently had an MRI (magnetic resonance imaging). No patient symptoms were reported. It was stated that they have been weening the patient off the pump, and they planned on just electively explanting the pump without replacement. The manufacturer¿s representative was to follow-up with the healthcare provider regarding motor stall considerations. Additional information was received from a manufacturer's representative on 2018-feb-27. It was noted that the event was initially reported by the patient. As an action/intervention, the patient would have the pump removed; the date for the procedure was not yet scheduled. The patient's weight at the time of the event was unknown. No further complications were reported/anticipated.